Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 501 mg/dl. The suspected cause of the high bg was due to the sensor not working very well; however, details pertaining to this allegation were not provided by the customer. The customer administered manual injections to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.